Event description:
A 50 yr old white gravida 2 para 2 status post bilateral subglandular transaxillary gels, 220 dow corning 06-26-86 for augmentation. The rt encapsulated early & she did a closed capsulotomy in '87. It is reencapsulated however & in 03-'97 she heard a pop while with husband & it became painful. The pain is lessened now but flucuates. She denies decrease in size or history of trauma except motor vehicle accident yrs ago with lump to chest. Fingers aching, occasional sleep disturbances, headaches, "spaces", increased cholesterol. Weight gain, and gastrointestinal disturbances. Lt ruptured implant.